Event description:
Customer reported an abo discrepancy on the galileo. Initially, the customer performed a fwd_aborh on the sample, and it resulted as ab positive. The customer states that all of the samples that were tested on the galileo were known to be a positive. A new segment was used to perform repeat testing and the sample type as a positive on the galileo and by manual tube method.

Manufacturer narrative:
Reviewed the plate images for the initial run; a clot appears to be present in the anti-b well; the anti-b well had no true agglutination present. The operator manual states "samples containing clots cannot be tested on the galileo." The instrument is operating as expected.